Event description:
It was reported to philips that the host pc failed to boot up, which could prevent the whole system from booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that host pc was unable to start up. Review of the system log file showed that the host pc didn¿t start. Upon troubleshooting the fse found that the mainboard was faulty. To resolve the issue, the fse replaced the host pc, license file. The defective host pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.